Manufacturer narrative:
Zimmer biomet complaint . The user facility is foreign; therefore a facility medwatch report will not be available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a demonstration the product did not set as expected. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified as the mixture 'not setting as desired' is subjective; the returned mixture was solid as expected. It was reported that the resulting mixture appeared granular and was easy to break up, and that there was a small amount of 'liquid' left in the pot. The mixture that was returned was noted to be broken into several pieces and there was a small amount of citric acid left in the small bottle. It is possible that the customer was unsatisfied with the consistency because not all of the citric acid was used. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For all 2g otomimix implants (part# 7014-3266) in the previous year (from the notification date), there have been nine (9) similar complaints (9 parts total) with this similar issue (including this complaint). There have been 4468 individual implants shipped in the last year (from the notification date). This leads to a complaint rate of 0.20%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined as the product was returned opened and used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.